Event description:
It was report that 1-day after implantation of an intraocular lens (iol) into the eye, the patient presented with high intraocular pressure (iop) and had pain. An anterior chamber tap was performed, the pressure came down the following day, and the patient has not reported any symptoms post-treatment. Additional information was requested but not received. This is lens #2 of 2 for this patient. Ref: (B)(4).

Manufacturer narrative:
The device remains implanted. As a serial number for the device was not provided, the associated device history record was not reviewed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined. Bausch + lomb will continue to monitor for similar occurrences.